Event description:
Customer called and stated the cord burned.

Manufacturer narrative:
Customer called and stated the cord burned. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: cord cut/burned other location, switch ok, pad bunched, bent/broken thermostat, thermostat discoloration. We also found, cord was broke in several places like it had been caught in something. Pad also appears to have been layed on. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.